Event description:
It was reported that the patient had a constant "torch-like" pain that goes from her neck all the way down to her buttocks and everywhere in between. It was described as a really bad burning sensation where the leads were tunneled from her neck all the way down to her buttock. It was stated that the device was helping with her reflex sympathetic dystrophy (rsd) in her hand. No interventions had been planned. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported, the patient was going to be given a ketamine infusion. It was noted the stimulator was helping the patient but the implant was causing her pain.

Event description:
Additional information received reported that three months after surgery, the patient started experiencing device pocket pain and burning pain running up and down her back along the path of the leads. The reporter stated that the patient felt like the two wires were not close together but widening apart from each other and becoming more spaced over time. It was noted that there were normal impedances. The patient had an appointment scheduled with her doctor. Two weeks later, it was reported that the patient saw her doctor and had an unusual amount of pain. The reporter stated that they may consider removing the device. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).